Event description:
Pt with a suspected reaction to catheter. Catheter has been removed and a different type of catheter placed instead. Pt does have some local irritation to this. A patch testing to a hickman power PICC. Pt had a local reaction to the clamp and connection part of the catheter. Later found that the original catheter was a different color.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (DHR) of huwc1071 showed no other similar product complaint(s) from this lot number.